Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device was constantly alarming and went over temp. There were unknown patient harm or adverse effects reported as a result of the event.

Manufacturer narrative:
One device was received for investigation. The device was visually inspected and functionally tested. The reported complaint was duplicated. The root cause was that the pcb was damaged. After replacing the pcb, the device passes all the functional tests. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.